Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 396.967, lot: ac113463, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: january 5, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the scrdriver-hex l200 f/screw f/cervic-dist (part # 396.967, lot #ac113463) was received at us customer quality (cq). Upon visual inspection no issues were identified with the distractor. The discoloration of distractor handle might have happen due to constant sterilization after repeated use. Apart from it no visual defects were observed with device. Functional test: as the distractor was received by itself no functionality test can be performed due to absence of mating device. Can the complaint be replicated with he returned device(s)? No. Dimensional inspection: od for screw driver measured dimension: conforming ID of screw driver measured dimension: conforming the internal and outer diameter of screw driver is confirmed. No discrepancy or design issue was found. Documentation/specification review: based on the date of manufactured the current and the manufactured drawings were reviewed: current and manufactured no defects were found. Complaint confirmed? No, as device cannot be test for functionality due to absence of mating device. Hence, the allegation cannot be confirmed. Conclusion: the complaint cannot be confirmed for distractor device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No patient or procedure involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter facility name: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, there was difficulty inserting the cervical distractor screw into the cervical distractor screwdriver. There was no consequence to the patient. This report involves (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 1 of 2 for (B)(4).